Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. There was no reported patient involvement.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.